Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and the iso board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe found cine was inoperable. There was no patient injury or death reported.